Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced during testing. System error 105 was confirmed and caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarming system error 105. It was also reported that there was no patient injury.